Event description:
End user stated his wife fell when the rollator hit a wide sidewalk crack. The left front wheel broke off. The patient suffered bruising; however in the husband's attempts to break her fall, he suffered a fractured rib and a hematoma on his left forearm.

Manufacturer narrative:
The subject unit was purchased by the end user in (B)(4) 2005, which is outside of the manufacturer's 3-year warranty period.